Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 92% stenosed target lesion was located in the severely tortuous and calcified left anterior descending. The lesion was pre-dilated with a 1.5x15mm maverick balloon catheter. This 2.50x38mm promus element stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. The struts on the first and second rows on the proximal end of the stent were pushed forward distally and were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).